Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was "cotton" in the top of the bd safetyglide¿ needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was received and evaluated. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: the photo depicted a 3ml syringe with an unshielded safety glide needle attached to a bd 3ml ll syringe. The photo received is out of focus making evaluation difficult. The needle appears to have a piece of white foreign matter on the cannula near the tip, but it could not be identified based on the photo provided. The foreign matter appears to be larger than level 3 in size, which is rejectable per product specification. Root cause description: potential root cause for the foreign matter defect is associated with the needle assembly process. Cotton is not used in our production process but could be present in the street clothes worn by associates under their smocks. A root cause could not be determined. Rationale: no corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was "cotton" in the top of the bd safetyglide¿ needle. There was no report of exposure, injury, or medical intervention.